Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the users able to open the device to remove it from the patient¿s tissues? If yes, describe how. If not, describe what was done to remove the device from the patient¿s tissues. Was there a change to the procedure as a result of this experience? Was there any adverse impact to the patient¿s tissues or the patient ¿ describe? What was the condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain. When the device jammed, did it deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the device jammed, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? What type of procedure was the device used in? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that during an unknown procedure, the device jammed while in use. It would not open after firing the seven reloads. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2016. Added additional information. (B)(4). Batch # (B)(4) the ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired (B)(6) 2016. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.